Event description:
It was reported that post-op x-rays revealed a broken rod connector. Revision surgery has been planned for early 2009. No patient complications were reported.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.